Manufacturer narrative:
Concomitant medical products: 5076-58 lead; implant date (B)(6) 2011. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during defibrillation testing (dft) at an implantable cardioverter defibrillator (ICD) changeout procedure, a first phase short circuit protection (scp) occurred during high voltage therapy resulting in less than the programmed high voltage energy being delivered. It was noted that the right ventricular (rv) lead had a known ring fracture, and the pace/sense portion of the lead was capped and replaced fourteen years prior, and the defibrillation portion of the lead remained in use. It was unable to be determined if the scp was due to the new ICD or the existing rv lead. The ICD and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was insufficient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that after the initial shock failed, the patient was converted by a successful forty joules shock.